Event description:
Customer reported with an issue of "switch leaking". The issue found during reprocessing. The device according to the reporter was replaced with another device. The intended unknown procedure was completed with no patient harm reported. No user injury reported. Device evaluation found foreign materials on the device nozzle.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service noted the following: there were foreign materials in the nozzle. The foreign materials could not be removed by the engineer. The engineer did not know what the foreign materials were. The nozzle was not deformed. Additionally, inspection noted air/water leakage from the switch key tops. Repair history of this product noted the following: the concerned product has been repaired once in the past year. Repair completed date: 2021/07/06. Fault detection: there were horizontal stripes in the image and the white balance could not be done due to corroded e/l connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the clogged nozzle could not be determined at this time. The following information is stated in the instructions for use (IFU): "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Cleaning, disinfection, and sterilization procedures: -clean the external surface *immerse the endoscope in the detergent solution. *with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned - flush the air/water channel with detergent solution. - remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.